Event description:
While on a business trip, the pt reported his/her contact lens was bothering him/her during the day, the pt could not remove the lens until returning to hotel room later that day. The pt said, the next day the os eye was red and irritated. The pt saw an ophthalmologist the following day. The pt's record shows when seen in 2007 the pt c/o eye redness os > od with foreign body sensation and "white spot in front of os pupil." Bcva 20/20 ou. Pt had a corneal infiltrate os, mid-peripheral at 12 o'clock. No other corneal findings noted. Assessment: keratitis os. Treatment: gentamicin os q1h while awake. Pt returned on three days later for f/u and said os felt better. Ecp noted 1+ conjunctival injection and a corneal infiltrate with overlying defect. The ecp debrided the infiltrate with a sterile q-tip and applied a bandage lens, pt to continued meds. Dx: corneal infiltrate os. Pt returned for f/u on the next day. Bandage lens removed, gentamicin d/c, meds changed to quixin qid and acular tid. Pt returned on three days later, for f/u. Bcva os 20/20. Pt had no pain. Os conjunctiva clear. Cornea infiltrate os, note: "keratitis resolving". Tx: d/c acular, quixin qid x 3 days. Pt returned for f/u on four days later. Os sore. Pt had a scar at the site of the corneal infiltrate. Assessment: keratitis healed. Continue wear cl. Pt resumed wearing acuvue oasys lenses. The ecp reported that although the infiltrate did not initially appear serious, treatment was given to prevent the infiltrate from developing into a more serious injury. The pt discarded the product and did not note the lot number. No additional information is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.